Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced within the same procedure due to the inability of the patient¿s eye to support the lens. It was stated that an incision enlargement was made to accommodate the anterior chamber lens. It was stated that the issue was attributed to patient pathology and not the product. No additional information was provided.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was received for inspection cut in half, which is a condition consistent with a lens that has been removed from the eye. In addition there was one distorted haptic. The lens appeared to have evidence of viscoelastic on the lens which is consistent with a lens that has been prepared for use. All pertinent information available to abbott medical optics has been submitted.